Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation confirmed that the device was unable to re-charge the battery, establishing a relationship with the event reported. The root cause was identified as a depleted battery. The lithium ion re-chargeable battery, contained within the device is subject to a limited number of charge cycles, battery failure can occur when it has reached its life expectancy. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5 updated.

Event description:
It was reported that during treatment, the console presented a failure to charge. A backup device was available to continue treatment. No harm or injury reported.

Event description:
It was reported that the console won't take the load and on (B)(6) 2020 raqa representative confirmed that the device presented a failure to charge. The device is available for analysis and no harm or injury reported.